Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead dislodged and was capped and replaced on (B)(6) 2018. No patient symptoms or additional information was reported.

Event description:
New information received on 04/24/18 stated that the patient experienced a syncopal episode and presented to the emergency room. Upon interrogation, the right atrial lead exhibited loss of sensing and capture. A chest x-ray was performed which revealed the lead had dislodged. The lead was successfully capped and replaced on (B)(6) 2018. The patient was in stable condition during and post surgery.